Event description:
On (B)(6) 2022 getinge became aware of an issue with one of surgical lights - powerled ii. The rubber cover on the swivel joint fell to the floor between the surgeon and the patient during the operation. We have no information that this has led to any adverse outcome. We decided to report this issue as upon reoccurrence, it could led to contamination.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation.

Manufacturer narrative:
According to the reporting timeframe we would like to provide the information about current status of the issue. Please be advised that it is being investigated. Additional information will be provided following the conclusion of the investigation.

Event description:
Manufacturer's reference number ot (B)(4).

Manufacturer narrative:
Getinge became aware of an issue with one of surgical lights - powerled ii. The rubber cover on the swivel joint fell to the floor between the surgeon and the patient during the operation. We have no information that this has led to any adverse outcome. We decided to report this issue as upon reoccurrence, it could led to contamination. Based on the information collected, it was established that when the event occurred, surgical light did not meet its specification due to cap which was missing silicone cap which could be considered as technical deficiency, and in this way device contributed to event. Provided information indicate that upon the event occurrence, the device was being used for patient treatment. When reviewing reportable events for this type of issues we were able to establish that the received incident of missing silicone cap occurs at low ratio. We have been able to confirm that the investigated issue has never led to serious injury or worse, to our knowledge. As stated by subject matter expert at manufacturer¿s, the cleaning of the device, and particularly the wiping of the device may lead to a partial dismantling of the silicone cap. A maintenance intervention may also be at the origin of an improper positioning of this cap. This partial dismantling may lead to a fall of the silicone cap during the cleaning, or during a surgical procedure. To prevent any incident, the powerled ii user manual mentions: ¿ do not use a damaged device because it may lead to a risk of injury for users or a risk of infection for patients. ¿ check the proper position caps and cover during the daily inspections before use. We believe the related devices are performing correctly in the market. We also believe that if the manufacturer recommendation would have been followed the incident would have been avoided. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
The purpose of this submission to provide a correction of #serial, #catalog and #manufacture date. This is based on the result of an internal review noting the report did not contain available information. #d4. Previous serial: (B)(6). Corrected serial: (B)(6). Previous catalog: ardpwt229062a. Corrected catalog: ardpwt209142a. #h4. Previous manufacture date: 25-09-2020. Corrected manufacture date: 28-09-2020.

Event description:
Manufacturer's reference number ot (B)(4).